Event description:
It is reported the patient was revised due to an alval adverse tissue reaction. It is further reported the patient was diagnosed with bursitis and experienced ongoing pain, and that the patient had fallen over her dog on three different occasions.

Manufacturer narrative:
Evaluation summary: review of primary operative noted indicates that excellent pres fit was achieved for the shell. Excellent press fit was obtained from the stem that was implanted with anatomic anteversion. Review of revision operative notes determined that granulomatous deterioration of the soft tissues which was presumed to be due to trunnion corrosion. Large volume of clear yellow fluid was removed. The presence of a pseudocapsule with three large granulomas nodules along the posterior femur and over the greater trochanter were noted. The patient's charts demonstrated elevated cobalt and chromium levels. Based on the info provided a probable cause for the reported alval is most likely from the corrosion of the head to neck junction. A definitive root cause for corrosion cannot be determined with the info provided. No devices or photos were received; therefore the condition of the components is unk. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.